Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/4/2022, it was reported by a sales representative via sems that ar-1927bct-475 bio-composite corkscrew ft anchors failed. One failed on the first thread, the second failed when the driver snapped, and the third cracked about halfway in. Surgeon elected to use bone tunnels in lieu of suture anchors to complete the case.